Manufacturer narrative:
Device evaluation of monitor sn (B)(4). Has been completed. Upon investigation the monitor failed a pulse test and displayed a service code 105. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbt) q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor for an unrelated reason, a reportable malfunction was found.